Manufacturer narrative:
Device evaluation 1 unit of lot c2233551 of echo-1-22 was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. Refer to the product return object ((B)(6)) examination of returned device field for lab attendance and lab evaluation notes. On evaluation of the devices the following observations were made: visual inspection: distal end of the needle examined and no issue observed. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue, needle handle able to advance and retract but initially took extra force to advance the needle handle. Stylet removed from the device without issue. Stylet re-inserted into the device without issue. Needle removed from the device and slight kink observed below the sheath extender the reported failure was observed. Manufacturing records prior to distribution, all echo-1-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2233551 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order c2233551. This was with (B)(6) which was from the same customer. The root cause for this complaint was not yet determined. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2233551. Instructions for use and/label: the warnings section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause review: a definitive root cause for the reported complaint could not be determined. However, a possible root cause for the issue¿"needle cannot be advanced out under endoscopic view and sample could not be obtained"¿may be attributed to the proximal kink observed during laboratory evaluation. This kink may have resulted from the positioning of the device within the scope, which could have created resistance during needle advancement. Alternatively, the user may have applied excessive force due to difficulty penetrating the target site or encountering a hard lesion, which could have led to the proximal kink. This kink likely prevented the needle from advancing and hindered sample collection and the advancement difficulties reported. A CAPA ((B)(4)) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, any kinking or breaking observed on the sheath below the extended portion of the mlla. Kinking issues in other regions of the sheath are most likely related to handling issues and this kink is considered outside the scope of the CAPA. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the reported complaint could not be determined. However, a possible root cause for the issue¿"needle cannot be advanced out under endoscopic view and sample could not be obtained"¿may be attributed to the proximal kink observed during laboratory evaluation. This kink may have resulted from the positioning of the device within the scope, which could have created resistance during needle advancement. Alternatively, the user may have applied excessive force due to difficulty penetrating the target site or encountering a hard lesion, which could have led to the proximal kink. This kink likely prevented the needle from advancing and hindered sample collection.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.

Event description:
During the lab evaluation on 21 jul 2025, a kink was discovered and the case was determined to be reportable. User detected the needle cannot be advanced out under endoscopic view and cannot obtain the sample. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach. 8. If not with the device in question, how was the procedure performed and/or finished? Changed to another device. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. 14. What is the endoscope manufacturer and model number that was used? Olympus 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement. 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Yes. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? Yes. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? 0. 25. Did any section of the device detach inside the patient? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.